Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized for evaluation. Technical services reviewed the device data and episodes and discussed the patient appeared to be in atrial fibrillation (af) and at times the rhythm had fast conduction with aberrancy to the ventricles. The rates were often fast enough to be treated in the conditional shock zone, and at other times double counting coupled with diminished r-wave amplitudes resulted in inappropriate shock therapy. Some of the treated episodes showed a ventricular tachycardia (vt)/ventricular fibrillation (vf) pattern. The local sales representative requested to know why the smart pass feature had disabled. Technical services reviewed the data and confirmed smart pass disabled on (B)(6) 2023 due to a sudden decrease in amplitude, from 2.5mv to 0.35mv and lasted for about 7.5 seconds. Smart pass was designed to disable after two repetitive intervals longer than 1.4sec and low r-wave amplitudes. Technical services discussed managing the patient's arrhythmias with an ablation or medication. If the physician wanted to postpone therapies they could increase the rate cut off for the conditional zone and extend smart charge. If the physician wanted to bring therapy earlier in the episode, the rate cut off could be lowered. It was noted that the rate cut off for the conditional shock zone was increased from 190 bpm to 200 bpm, and the rate cut off for the shock zone was increased from 210 bpm to 230 bpm. Technical services also recommended performing x-rays to evaluate the system placement. No adverse patient effects were reported. The device and electrode remain implanted and in service.